Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads and cracked belt clip slot. The device was received with minor scratches on the lcd window and stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.